Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh removal/revision (excision) on (B)(6) 2010 due to mesh protruding into bladder. The patient underwent bladder stone extraction on (B)(6) 2012 and mesh removal/revision (excision) on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.